Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) pacing impedance measurement of greater than 2000 ohms. Furthermore, the health care professional (hcp) had called in querying and asking recommendation about this pacemaker device being in safety mode advisory. There was difficulty noted with connecting this device with the communicator. This device currently remains in service. No adverse patient effects were reported.